Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026. The pediatric patient experienced a sensor issue over 3 hours. While the patient had no continuous glucose monitor (cgm) values, the insulin pump ¿did not work¿, and the blood glucose values would have gone up. An unknown time after the sensor issue started the patient experienced vomiting. No fingerstick or treatment was reported and the patient was brought to the hospital. The patient was treated with intravenous fluids for ¿ketones¿, and insulin per injection. No further details regarding the hospital visit were reported, and the patient was discharged after spending less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.